Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Device has a known issue that is not able to be fixed. Memory within the device fills up; and then once it is full, the device will freeze and must be restarted. This only occurs in diagnostic mode and has no effect on operation mode. The device just needs to be turned off and back on. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a nonresponsive door that locked up. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a nonresponsive door that locked up. There was no patient involvement, and no adverse event reported.